Event description:
Boston scientific received information that the programmer screen went blank following start up. The programmed was restarted multiple times but the same error was observed. The programmer was returned to boston scientific. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed analysis confirmed that the error had been caused by the overheated lower spool in the inverter pcb. Also, the inverter cover was damaged. The inverter, and the damaged cover was then changed and error was resolved. The programmer remains in service. No adverse patient effects noted.